Event description:
It has been reported to co that during the procedure the wire of this device broke. Reportedly, the wire passed easily to the apex, then the balloon advancement showed a break in the wire. The physician retrieved the end portion of the wire, however the remaining frament remained inside the heart. The pt was taken to surgery for removal of the wire piece.